Event description:
The pt had an mr procedure performed on her. The pt was scanned with the 8 channel sense head coil with the head first into the magnet. The pt was large, and therefore her shoulders were against the sides of the bore. After a few scans, the pt complained of a heating sensation on the left arm. The operator then placed a blanket behind the pt's left arm to isolate it from the coil and resumed the scanning. After completing the examination, a second degree burn with a .635 x 3.175 inch blister was noticed on the posterior left upper arm.